Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. These codes are related to the device's power management board. Conclusion: the estimate was rejected by the customer--the device was scrapped.